Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) got stuck. The seal failed to unfold and didn't deploy properly. The device was loaded completely according to the step 1,2,3,4. They used another one to complete the operation. There was no harms and side effects to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed inside the loading device. The white plunger and blue safety lock was not observed in the photograph. The seal was observed in the loading device window. The seal was observed to be cracked on the outer rung of the seal. The anchor of the seal was observed in the loading window. No other visual defects were observed. Based off the photographic inspection, the reported failure "activation problem" was not confirmed but the analyzed failure "material split, cut or torn" was observed. The lot # 3000260050 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.